Event description:
It was reported that the hand activation button did not work or worked intermittently during a thyroid procedure. Had to use the foot pedal to complete the procedure. There was no patient consequence.